Event description:
The iab was inserted in 2005. Approx. 10 1/2 hours after insertion, a leak alarm occurred with the pump. Blood was observed in the extension line. The iab was removed. A re-insertion was not required. There were no reported pt complications.